Manufacturer narrative:
The DHR (device history record) review was conducted for the reported lot number. No issues or discrepancies were found which could potentially relate to this complaint. The DHR also showed that the product was assembled and inspected according to specifications. The customer complaint can not be confirmed due to the lack of product sample.

Event description:
The complaint was reported as: the cap located at the distal end of the circuit will not stay in place. No pt injury reported.